Event description:
It was reported that during a biopsy procedure, the needle was allegedly not sharp. It was further reported that the device was allegedly difficult to draw back during biopsy. Reportedly, the plastic tube protecting of the needle falls off when taken out of the package. There was no reported patient injury.

Manufacturer narrative:
H10: the manufacturing location was selected as unknown due to system limitations. The manufacturing location for this product is bd-santo domingo. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported dull needle issue, detachment of device component and difficult to remove could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.